Event description:
The international distributor reported that the ventilator alarmed due to o2 valve stuck closed. The customer reported the ventilator was not in use on patient therefore there was no patient harm or involvement. Upon detection of an oxygen valve stuck closed, the ventilator will alarm and continue to ventilate using an air gas source. The loss of oxygen source via the oxygen valve function may compromise oxygen delivery to the patient. The service technician replaced the oxygen valve to address the reported problem.

Manufacturer narrative:
(B)(4) the long60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload and test reload were tested for functionality in articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete, and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric sleeve procedure, the stapler wouldn't open after being closed. Unknown how case was completed. There were no adverse consequences for the patient.